Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by the customer and the legal manufacturer's final investigation. According to the customer, the endoscopes/accessories were culture tested. The sample was collected after storage on (B)(6) 2023, the collection site of the scope was unknown, 1colony forming unit of methicillin-sensitive staphylococcus aureus (mssa) was detected. A copy of the test results was not provided. The storage room is room temperature with normal air concentration. The date the scope was last used and the date last reprocessed was unknown. The device was used for procedure after the sample was collected and before the results were received. The device was not quarantined after receiving the positive test results. Precleaning was performed immediately after the patient procedure. Water was aspirated through the instrument/suction channel with a suction pump and the air/water channel was flushed with air using an mh-948 air/water channel cleaning adaptor. If the manual cleaning was not performed within 1 hour after the procedure, pre-soaking was performed. The device passed the leak test. The detergent used for manual cleaning was not known. The instrument/suction channel, suction cylinder and instrument channel port were brushed. An end cleanse neo endoscope washer/disinfector (ewd) was used, and no defects were noted. The detergent solution and disinfectant used for reprocessing was not known. All channels were connected to cleaning tubes when the endoscope was set up into the ewd. The expiration date of the disinfectant was controlled. The disinfectant solution met the minimum effective concentration. The water quality of the rinse water was controlled. It was unknown if the water filter was replaced periodically in accordance with the instructions for use (IFU), how the endoscope was dried, or stored after reprocessing. It was noted that bedside cleaning was performed; enzyme detergent was used for suction; enzyme detergent was used for cleaning in the sink; for pipe brushing opening, reused brush channel with disposable brush (it is not replaced every time, but after the colonoscopy on monday and friday when the endoscope is used) and disinfect the brush. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation and the information provided, root cause could not be determined. The device was not returned for evaluation therefore, it could not be observed if there was any physical damage to the area where the bacteria remained. It was unknown if the water filter is replaced frequently enough, or how the drying after disinfection is done and as the user facility uses an ewd and cleaning solution made by another company, we cannot confirm the reprocessing procedure was followed. It is possible that substances that cause bacterial growth remained attached due to insufficient reprocessing, or that the bacteria attached from an external source. However, the relationship between the device and the positive culture results cannot be determined. The event can be detected/prevented by following the instructions for use (IFU): the colonovideoscope IFU states that improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance and cautions users that using improperly, or incompletely reprocessed or stored instruments may cause patient cross-contamination and infection. The colonovideoscope reprocessing manual provides detailed instructions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope tested positive for staphylococcus aureus (mssa). The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.